Event description:
On (B)(6) 2013, a customer contacted beckman coulter (bec) reporting a bath overflow from the coulter act differential hematology analyzer. On (B)(6) 2013, the customer called back and reported an uncontained clear fluid leak underneath the same instrument with hemoglobin (hgb) startup failures. This report documents the event that was reported on (B)(6) 2013. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse could not confirm an active leak and as preventive maintenance, the vacuum isolator chamber (vic), the probe wipe and the peristaltic pump tubing were replaced. The bec fse returned on (B)(4) 2013 to further evaluate the instrument upon reoccurrence of the leak. The fse confirmed the leak from loose connection at diluent filters, which were causing the probe to leak during start up. The connection was retightened, which resolved the leak. The fse also replaced the loose tubing through pinch valves lv11 and lv12. The failure mode of the leak is related to loose connection tubing at the diluent filters and through pinch valves lv11 and lv12. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4). MDR 1061932-2013-01938 is related to this event and documents the event that was reported on (B)(4) 2013.